Manufacturer narrative:
The suspect medical device was not returned to the MFR for eval but to the olympus distributor (B)(6). An investigation outcome is not available yet. Therefore, the exact cause of the defect (fallen off tip) cannot be conclusively determined at this time. There was no report about pt injury and the fragment could be retrieved from the pt successfully. The procedure was completed. This report is being submitted as a medical device report in abundance of caution.

Event description:
During the procedure of laparoscopic appendectomy, the physician tried to grasp the pt's tissue with the suspect medical device (jaws insert, 330 mm working length, croceolmi grasping forceps) but couldn't manage it. The physician withdrew the device from the pt and confirmed that the tip of the grasping forceps was missing. He took an x-ray to check the fragment, and retrieved it from the pt's cavity (size of the fragment: approx. 5 mm). Judging from the main body of the device and the retrieved fragment, the physician determined that no fragment remained inside the pt anymore. Then the physician took an x-ray again to confirm that no fragment remained inside the pt, just in case. The physician re-started the procedure using other forceps and the procedure was completed.